Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4, thin leaflets and an enlarged atrium. However, while grasping the leaflets, one of the leaflets was caught on the clip. Troubleshooting was performed, but the clip was unable to be freed. Although the clip remained stuck, it was able to grasp both leaflets, reducing mr to a grade of 1. The clip is stable on both leaflets. No additional clips were implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device cannot be determined. Image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due to anatomy. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.